Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia with possible under delivery anomaly, sensor glucose vs. Blood glucose difference of more than 30%. The customer reported blood glucose value of 345 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion) and hypoglycemia was treated with glucagon, glucose/carb intake. The event involved product(s) mmt-7040a, mmt-342g, mmt-431aj, mmt-1884l. Troubleshooting was performed for high blood glucose event and the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was declined by the customer for low blood glucose event. Troubleshooting was performed for sensor glucose vs blood glucose difference and the customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-342g. No product return is required for mmt-431aj. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6)2024 as per new additional information and which is updated in section b3. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (removed health effect - clinical code 1912 & health effect - impact code 4644) and h6 - medical device problem code 2182 has been replaced with 2993 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this case is for the low blood glucose with sg vs bg issue on (B)(6) 2024. Please see (B)(4) for the high blood glucose on (B)(6) 2024 and (B)(4) for the high blood glucose with sg vs bg on (B)(6) 2024. Please see (B)(4) for the change sensor on (B)(6) 2024. Customer reported having a low blood glucose value of 76mg/dl while his sensor glucose was 287mg/dl. Customer takes acetaminophen. Low was treated with glucose (not glucagon). Partial troubleshooting was done for the low. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. Customer also mentioned that after having a high blood glucose on (B)(6) 2024 (treated with pump), customer was still having a high blood glucose event on (B)(6) 2024. There was no allegation of under delivery for the high on (B)(6) 2024. Customer had received a change sensor alert on (B)(6) 2024 at 2:30am on a sensor that he had been wearing at the time of the high blood glucose event on (B)(6) 2024. Customer changed the sensor on (B)(6) 2024 and had sensor glucose of 128mg/dl versus a blood glucose of 345mg/dl on (B)(6) 2024. Customer did not change set or reservoir to resolve the high blood glucose.